Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged while adjusting slack. The lead was removed and another lead was implanted. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 6947 implantable tachy lead, (B)(6) 2003; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).